Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3389s-40, lot# va0jp7y, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s therapy was accidentally turned off when she had gone to visit her son in prison. When the patient had turned therapy back on she had noticed symptoms were getting worse. The patient had contacted their healthcare professional¿s office but could not get in for 6 weeks. No outcome was provided. Further follow-up is being conducted. If additional information is received a supplemental report will be submitted.

Event description:
(B)(4): the patient¿s concerns were resolved. A supplemental MDR was initiated to update event information.